Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. It was also reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 150-169 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.